Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to a capacitor on the main board and fuses on the battery board. The main board and battery board were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.